Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly the customer administered a bolus that was too large which subsequently decreased their bg. Customer address their bg with consuming carbohydrates and glucose tablets.